Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/10/2017, that on (B)(6) 2017, an unknown issue occurred and the patient replaced the transmitter early. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an early transmitter replacement could not be confirmed; however, a low transmitter battery was observed during log review. A root cause could not be determined.